Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unknown timepoint, the patient had a paralyzing stroke. No further information is available at this time.

Manufacturer narrative:
Date of event - aware date used as event date is unknown.